Manufacturer narrative:
The visual evaluation showed that one of the upper bolts is loose the other one is gone. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to information provided by the customer one bolt is moving out and the other is gone. No fall, no injuries.